Event description:
The customer reported that the lh 500 hematology analyzer generated "download not successful" errors. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered isoton had leaked at pinch valve pv49 and damaged the pneumatic monitor board resulting in the generation of "download not successful" error during instrument startup. The fse proceeded to replace pinch valve pv49 tubing and the pneumatic monitor board to resolve the leak and the download failure. (B)(4).